Manufacturer narrative:
The field service engineer (fse) visited the customer site where a blocked tubing connector was identified. This tubing connector was close to the vacuum tank which caused vacuum problems on the rinse unit. The blockage was cleared. The customer has had no further issues with phos2 or crej2 since the service visit.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for either phos2 phosphate (inorganic) ver.2 (phos2) or crej2 creatinine jaffé gen.2 (crej2) on a cobas 6000 c (501) module. The erroneous results were not reported outside of the laboratory. Patient 1 initial phos2 result was 0.36 mmol/l. The repeat result was 0.78 mmol/l. Patient 2 initial crej2 result was 39.8 umol/l. The repeat result was 94.0 umol/l. There was no allegation that an adverse event occurred. The phos2 reagent lot number was 225845. The expiration date was not provided. The crej2 reagent lot number was 241895. The expiration date was not provided.